Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery with calcification. The 10x40mm armada35 balloon dilatation catheter (bdc) was used for post-dilatation; however, the bdc ruptured at nominal pressure after the second inflation. The bdc was removed from the patient and a 10x20mm armada balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported balloon rupture appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.